Manufacturer narrative:
Approximate age of device: 2 years and 8 months. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that episodes of pump stops were observed in the patient's system controller data log file when connected to the power module. The system controller was exchanged; however, pump stops again occurred with the replacement system controller when connected to the power module. The patient was placed on an ungrounded power module patient cable and no further issues occurred. The patient was reported as "doing well." X-rays of the percutaneous lead were taken; the results were not provided, however, a percutaneous lead issue is suspected. The hospital team discussed possible options of a pump exchange or heart transplant. The patient is currently in the hospital with an ungrounded cable. No additional information was received.